Event description:
It was reported to boston scientific corporation that an advanix biliary stent had been placed in the common bile duct approximately three weeks prior, and the stent was attempted to be removed during a planned stent removal procedure performed on (B)(6) 2015. During the planned removal procedure, the physician initially attempted to remove the stent with rat tooth forceps. The rat tooth forceps were used to pull the distal end of the stent towards the stomach due to the stent migrating distally down the duodenum. The rat tooth forceps were removed from the scope once the stent was re-positioned. A snare was then advanced down the scope and used to attempt removal, which was unsuccessful. A second physician in the case also tried to remove the stent with both the snare first, and then rat tooth forceps in an attempt to remove the stent, but the stent could not be removed from the duct. It was noted that the patient's common bile duct was deformed due to a tumor. The stent was left inside the patient at this time and a ptc drain was put into place. Additional attempts to remove the stent have not been made, and the patient is returning for a scheduled surgical consult on (B)(6) 2015 for a partial liver resection due to the tumor. It was confirmed there were no other issues or damage noted to the stent. There were no patient complications as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. However, it was reported the device was not used past its expiration date. Reported event of stent unable to be removed. Reported event of stent migrated. According to the complainant, the suspect device remains implanted and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.